Event description:
It was reported that during a case a poor optic was discovered which caused a delay of less than 15 mins. No negative impact in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion: the customer's statement "during case discovered poor optics" can be confirmed. During the examination of the optics, impact marks were found in the shaft area and at the distal end, as well as a solder seam that had been significantly damaged by chemicals. There is an adhering residue/coating on the distal cover glass that negatively affects imaging. The defects found are not attributable to a manufacturing/production error. The mechanical damage may have been caused by clinical use. The chemical damage was caused by improper clinical reprocessing (immersion time, chemicals, exposure time). No further action will be taken. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).